Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, foreign material was found protruding from the air/water nozzle. The material was a white fibrous material which did not originate from the olympus endoscope. As a result of the blockage, air channel volume testing failed. In addition, the control body housing was worn, there was hole in the switch, the image was misty, and water flow, water removal, and water volume were out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air/water nozzle on the scope was found to be blocked during device maintenance. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign debris was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: brush was broken during brushing a/w (air/water) valve, bristle entered a/w channel and clogged in nozzle. Lint entered a/w channel and clogged in nozzle due to use of gauze or the like that produces lint in reprocessing. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_ preparing the equipment for reprocessing. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Single use combination cleaning brush (bw-412t). Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Check the bristles of the channel cleaning brush and the channel-opening cleaning brush parts for any damage. Manually cleaning the endoscope and accessories_ brush the channels the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use." Olympus will continue to monitor field performance for this device.